Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: customer returned (51) sealed 32gx4mm bd pen needles from lot# 0106047. Consumer stated he has to push really hard on "thumb press" to get it to release his insulin; stated, after injection, he's seeing a bruise as a result of pushing really hard when taking injection; stated, injections are painful. 30 out of the 51 returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. All 30 samples tested within specification. Next, all 30 samples were tested for flow using a test pen injector: all 30 samples were able to expel properly. Since no defects were observed, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate. The following information was provided by the initial reporter: material no: 320550, batch no: 0106047. It was reported tha the thumb press is difficult to press. Verbatim: consumer stated, he has to push really hard on "thumb press" to get it to release his insulin. Stated, after injection, he's seeing a bruise as a result of pushing really hard when taking injection. Stated, injections are painful. Does not prime before injection. Consumer stated, he does not like using the 2nd gen and would prefer original nano. Requested I call the his pharmacy to see if they had the original they could give him today. Reached out to pharmacy after putting consumer on hold. When pharmacist came to the line, there was phone trouble and neither consumer or pharmacist could hear me. Will reach out to them both tomorrow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate. The following information was provided by the initial reporter: material no: 320550, batch no: 0106047. It was reported tha the thumb press is difficult to press. Verbatim: consumer stated, he has to push really hard on "thumb press" to get it to release his insulin. Stated, after injection, he's seeing a bruise as a result of pushing really hard when taking injection. Stated, injections are painful. Does not prime before injection. Consumer stated, he does not like using the 2nd gen and would prefer original nano. Requested I call the his pharmacy to see if they had the original they could give him today. Reached out to pharmacy after putting consumer on hold. When pharmacist came to the line, there was phone trouble and neither consumer or pharmacist could hear me. Will reach out to them both tomorrow.